Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set would not flow. This occurred during infusion of an unspecified chemotherapy medication. The reporter stated that the nurse had difficulty connecting the set to an unspecified pump set, and the setup would not flow once the sets were connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.